Event description:
During an atrial fibrillation procedure using pfa, after the patient was prepped, it was noted that the ensite x and tactisys quartz were unable to communicate after connecting tactiflex catheter resulting in a delay. It was also noted that the contact force value appeared in magenta, was not recognized, and was unable be zeroed. Troubleshooting included exchanging cables, rebooting the tactisys quartz, and replacing the tactiflex catheter but the issue persisted. The procedure was completed using a non-abbott pfa system. There were no patient consequences.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.